Event description:
The pt was a male. The target lesion was the proximal left anterior descending. The lesion was de novo. The vessel was heavily calcified and moderately tortuous. There was 90% stenosis. A 2.5 x 13 mm cypher stent was delivered to the target lesion for direct stenting. While trying to implant the cypher, pressure was applied until 20atm, but the cypher did not inflate at all. Therefore, the balloon was deflated at the proximal end of the target lesion and back flow of blood was not observed. Therefore, the cypher was retrieved from the pt and a different cypher (2.5 x 18mm) was implanted without problem. The procedure was finished successfully. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis, due to the pt's infectious disease (hcv).

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.